Manufacturer narrative:
A ge rep evaluated the system and replaced the brake. No info was available on repair of other reported problems except that the problems were repaired and system operates as intended.

Event description:
Customer reported problems with the hard disk, and one of the monitors displays images at 180 degrees instead of 360, and problems with the brake. No pt injury was reported.